Event description:
--

Event description:
Boston scientific received information that a couple of days post implant, this right ventricular lead had dislodged. A revision procedure was performed and the lead was repositioned. A couple of days later, the lead was repositioned a second time due to dislodgement. After wound closure, loss of capture could be observed and the right ventricular lead was visually verified to have dislodged and the wound had to be opened a third time. The lead was inspected and myocardial material could be observed in the helix, which was suspected to be the reason why the helix was not working correctly and the lead dislodged multiple times. The lead was removed, replaced with a competitor lead and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Pre-decontamination inspection of the helix noted tissue in the base of the helix. The helix itself was not damaged, but the presence of tissue may have interfered with helix function and contributed to the lead dislodgements.